Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and findings were identified. It could not be determined if the findings were relevant to the reported event without the device returned for evaluation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: nurse was placing the line and when she went to pull it back to peel the introducer, the white wing snapped off on one side. The line was already placed. She was peeling it to remove it. The entire device was removed and there was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: nurse was placing the line and when she went to pull it back to peel the introducer, the white wing snapped off on one side. The line was already placed. She was peeling it to remove it. The entire device was removed and there was no reported patient harm or consequence.